Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 503 mg/dl due to a faulty infusion set. The patient experienced nausea, fatigue, and thirst. The patient treated via manual insulin injection and her blood glucose at the time of call was 146 mg/dl. Troubleshooting was not completed as the customer only wanted replacement infusion sets. The insulin pump was not returned or replaced.